Event description:
The pt reportedly experienced no sound and no lock between the external equipment and the cochlear implant. External equipment was exchanged, however, this did not resolve the issue. Revision surgery has been scheduled.